Manufacturer narrative:
Manufacturer's report date: 05/04/2011. (B)(4). Unable to determine the cause of the customer's reported problem. Customer states that the product will not be returned as the devices were not sequestered and the serial numbers are not known. A follow up report will be submitted if additional information is obtained.

Event description:
Customer reported patient had an unexpected bleed. Heparin (25,000 units/500ml) should have been programmed at 1000 units/hr. The customer stated that it is expected that the pump was programmed correctly; but that they need confirmation of that (however, the devices were not sequestered and serial numbers are unknown). Customer stated that no further patient/event information can be released.